Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device - additional information. G3: date received by manufacturer- additional information. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional information availability. H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2023 for transmitter with serial number (B)(6) . It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was found within the investigation window. The allegation was confirmed. The reported event of signal loss over 1 hour is reportable because we can see a loss of connection greater than 3 hours in the bin file. No injury or medical intervention was reported.